Event description:
It was reported the tip of the stylet became separated from the main body of the stylet during insertion. The tip was found to be still inside the lumen of the PICC. The PICC and stylet both removed by fluoroscopy procedure. No other details available at this time.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refu0718 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (refu0718) have been reported from the same facility in united kingdom.